Manufacturer narrative:
Correction number: 1627487_12192011-003-r. This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt has been experiencing difficulties initiating communication between the ipg and the charging system and the pt programmer. The pt also indicated she has not charged the ipg in months. The pt is without stimulation. Replacement charging system did not resolve the issue. The pt is working with her physician to determine the next course of action. Surgical intervention will be considered to address the issue.